Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and bupivacaine at unknown doses and concentrations via a pump implanted to treat intractable spasticity and non-malignant pain. It was reported that two weeks after a catheter replacement procedure on (B)(6)-2016, the patient experienced a large "bump" on her back. This was due to a cerebrospinal fluid leak. The bump was drained on (B)(6)-2016. The catheter was replaced again on (B)(6)-2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.